Event description:
I was implanted with mentor high profile saline, implanted (B)(6) 2006, explanted (B)(6) 2019. My last name at the time of implants was (B)(6), within 24 hrs of implanting, I had capsular contracture, the ps said it was normal and manually squeezed my breast and broke it, I didn't know this was a problem. I was just implanted and wasn't told of possible complications. I'll never forget how badly it hurt or the sound it made, over the next few years, I gradually started feeling bad. After the birth of my daughter in (B)(6) when she was (B)(6) old, I woke up one day and couldn't move my right arm and over the next 9 wks went to multiple drs and no one could tell me why, also I couldn't stay awake, brain fog, my husband had to take off work to care for our children. I was breastfeeding at the time he would bring her to the bed place her on my breast while I slept even. I had xrays, blood work, mris, scope put down my throat, nothing showed up. I got better but then started having add'l problems. I went to numerous drs and had so many test done. Rheum., neurologist, primary care, nothing showed up on test. I was told it was in my head. I needed to see counselors. Then after my son was born in (B)(6), I couldn't stay awake and test started again. I was diagnosed with fibromyalgia, raynaud's. The pain in my back was so bad. I had to go to pain mgmt and put on multiple pain meds, had epidural injections, trigger shots, wore braces, tens machine, chiropractor, massage, nothing helped the pain. I explanted on (B)(6) 2019 and some of the problems went away, the pain is a lot better, some of the brain fog. Before I was planning my funeral even speaking to people to help / emotional support for my husband, children when I was gone. Now I am planning a life. I was never told of any autoimmune issues with breast implants, my surgeon said the ones that caused that were no longer used. It's really hard to know that the implants are on the market and causing so many women health issues and proper studies and reporting hasn't been done, and we are told they are safe and when we go for help to find out what caused health problems, we are told it's in our head, please do something about this happening and take all breast implants off the market. I know I have to deal with the emotional issues as well as some lingering health issues, my ribs are completely caved in noticeably so, and hoping as time goes on my health will improve even more. My primary care or is in shock and happy with the difference the explant has made in how I feel and the change in my face. My skin is brighter and glowing since explant, others have said the same thing. It does no good whatsoever to make appearance better or self esteem higher if you are sick all the time and how implants age your appearance physically in face and other body parts. It's time these toxic thing are removed from the market before more women go through these things.